Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of 120 cm of the angiojet solent omni thrombectomy, tip and the distal shaft. The remaining portion of the device was not returned for analysis. The distal shaft, and tip were microscopically and visually inspected. Inspection revealed that the device was separated from the body of the device just distal of the manifold; with shaft damage (perforation and a kink) located 59 cm from the tip of the device. The device could not be functionally tested, due to only having part of the device returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter was torn up. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the lower extremity. Upon removal of the device, it was noted that the catheter was "torn up". There were no patient complications and the patient's condition was fine.